Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appear misaligned. The sample appears used as there was biological material observed on the device. The stapler was returned with 39 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Another attempt was made, but no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples , but the staples were unable to be realigned. The stapler was disassembled , and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. The misaligned staples were examined with magnification and there were no burrs observed. It could not be determined what exactly caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire / jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing. The sample was disassembled , and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
Reported issue: happened in the surgery room. Just before the stapler was going to be used on the patient. No staple used on the patient because the stapler did not fire any staple at all. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). From the pictures attached it was confirmed the defect reported by the customer misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73k2000252 the staplers were functionally inspected (fired) and issue reported misfire/jamming - staples not firing was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w 6/box lot# 73e1900052 investigation did not show issues related to complaint. Failure mode misfire/jamming - staples not firing could be confirmed with picture; it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Failure mode misfire/jamming - staples not firing could be confirmed with picture provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: happened in the surgery room. Just before the stapler was going to be used on the patient. No staple used on the patient because the stapler did not fire any staple at all. There was no consequence for the patient.